Event description:
Customer originally reported that the let down button on her pump in style would not work. Upon receipt of the product and qe evaluation a breach in the transformer housing was observed, which is a safety risk.

Manufacturer narrative:
Product was received and evaluated by qe and confirmed a breach in the transformer housing. Product was not tested due to safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.